Event description:
During follow up for a check lines and bags alarm the home patient (hp) stated they changed the cassette only and not the solution bags. The hp was informed that it was required to change all supplies when starting over. The hp understood the proper procedure. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error and was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.